Event description:
It was further reported that the right ventricular (rv) lead had a suspected low voltage fracture. The lead exhibited high, undefined pacing impedance and a spike in pacing impedance as well as high and rising thresholds. Rv lead capture was unable to be confirmed. The lead also exhibited a variation in r-wave measurements and provided possible inappropriate high-voltage therapy that was classified as ventricular fibrillation (vf) to the patient due to oversensing/noise. The patient was hospitalized and the lead was reprogrammed and a magnet placed. Three days later, the lead was explanted and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for five high rate non-sustained episodes and sensing integrity counter (sic). The rv lead exhibited intermittent oversensing on stored electrograms (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.